Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the burr would not lock into the motor" was confirmed. During the pre-repair diagnostic assessment the device failed to hold cutter. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that during knee surgery, "the burr would not lock into the motor". It is known that no injuries occurred. It is unk if medical intervention or a delay occurred during the surgical procedure. There was no add'l info provided.